Event description:
It was reported that both the monitors were dark on the 6800 system at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.